Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Review of the device memory noted that there were three system faults that occurred. These faults put the device into safety mode. The memory showed the device in multiple atr mode switches. The device data shows there have been 20 magnet applications. It appears that magnet applications were made during atr mode switches and caused a divide by zero error which in turn can cause the device to enter safety mode. The device was then taken out of safety mode and passed all returned product testing. Analysis was able to confirm the allegation made against the device in the field.

Event description:
It was reported that this pacemaker was discovered to be in safety mode. Surgical intervention was later performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has been returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker was discovered to be in safety mode. Surgical intervention was later performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.